Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A functional check was performed using occlusion tests. Visual tests were performed and found a damaged downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The dso seal will be replaced.

Event description:
It was reported that the issue was ¿battery holder¿. Device analysis found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected.